Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled ¿the incidence of acrophobia after total knee arthroplasty and its relationship with deep venous thrombosis " written by ziyu zhan and bofei yu. Published by the china academic journal; published online 2022 reviewed. The article's purpose was to investigate the incidence of phobia after total knee arthroplasty (tka) in patients with knee osteoarthritis and its relationship with deep vein thrombosis. Patient data: 111 patients were included, 35 patients (31.5%) with phobia and 76 patients (68.5%) without phobia. Medical history includes hypertension, diabetes, history of malignancy, coronary heart disease, atrial fibrillation, smoking history. Depuy products: sigma-pfc total knee ¿ cement manufacturer unknown. Adverse events (25) lower extremity deep vein thrombosis ¿ treatment not noted within the article.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.